Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt requested assistance adjusting basal rates on infusion device and reported she was in the hospital for hypoglycemia. On (B)(6) 2010, pt went to doctor's appointment due to a bad cold. Doctor instructed pt to go to the hospital after hearing her lungs. Friend drove pt to the hospital, and pt "blacked out" after that. Pt reported she was "asleep" for 3 days. When pt gained consciousness, she had an MRI and a cat scan. Hospital staff treated hypoglycemia by giving orange juice and crackers, and they blew on her face and called her name to attempt to wake her up. Lowest blood glucose reading was 28 mg/dl, and normal blood glucose is 120-200 mg/dl. Pt reported hypoglycemia had been ongoing for 2-3 months. Infusion device buttons were functioning as intended. Basal rates and time were adjusted during troubleshooting call. Infusion device was not exposed to water or other liquids. The pt did not prime infusion set while connected. The pt did not consume alcohol or go in a hot tub, shower, or sauna. Pt had been ill with bronchitis, copd, and a urinary tract infection. Infusion device did fall out of hospital gown onto a surface, but the infusion device continued to function as intended. Pt reported she does not believe the infusion device caused her hypoglycemia. Follow-up was completed with pt on (B)(6) 2010. Pt was released from hospital on (B)(6) 2010 and had not been able to get her blood glucose under control. Pt was hospitalized for 19 days and was on a more strict diet. Pt reported she did not need assistance with infusion device. No product was requested for evaluation.